Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise is occurring in the image. A root cause could not be identified. Based on the results of the investigation, we confirm that the event reported by the customer did not occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed a communication error e315 during inspection for use. There were no reports of patient harm.